Event description:
It was reported that during use the patient had a "code blue" event. The patient became disconnected from the device. The device did alarm however the patient desaturated below the critical level prior to intervention. The patient incurred neurological damage. The customer has not requested that dräger evaluate the device. It was conveyed to quality that it is the customer's internal process is to evaluate all the devices in use during the event. There has been no alleged device malfunction. The biomed has tested the unit and confirmed the unit operates per specification. Additionally the unit was tested and confirmed to alarm when disconnected. The customer provided an export of the log file for review.

Manufacturer narrative:
For the investigation, the log file was analyzed with regard to the reported event from the 17th of january. The analysis of the log file revealed that the ventilator alarmed for "disconnection?" And "mv low" at the reported date/time of event. No device malfunction could be identified. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a disconnection in breathing circuit the system will post accompanying alarm messages to inform the user about the problem. No shut down scenario or another device malfunction could be confirmed. The device alarmed the disconnection as specified. However, based on the provided information there is an indication that a user error in combination with a draeger ventilator contributed to a serious injury. The patient incurred neurological damage. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.